Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, improper surgical technique, severe force being applied to the implant, the patient having contraindicating conditions, the patient having recently gone through an MRI, and the patient having non-curonix devices implanted have been ruled out. The stimulator is used to treat pain. The cause of the loss of therapy and the new pain is due to migration. However, the cause of migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy and pain from the neurostimulators poking them under the skin. Several attempts have been made to change the programs on the transmitter assembly without success. However, x-rays confirmed device migration. An explant procedure was performed on (B)(6) 2026. No further issues have been reported.